Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The account found the side rail latch and screws had fallen off of the side rail. The account replaced the side rail latch and screws to resolve the issue.